Manufacturer narrative:
A visual inspection of the device confirmed the reported breakage. The anchor has broken at its proximal end. Removal of the anchor from the inserter showed the inner shaft is bent approximately 25 degrees. The condition of the device is consistent with off axis insertion. There is no root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The device broke during surgery. The broken parts of the device were removed from the patient with kelly forceps. No patient injury or other complications were reported.